Manufacturer narrative:
An event of valve migration right after full deployment was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but the lack of calcification noted could have contributed to the reported migration. Per the navitor instructions for use, "post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage." This event was initially reported in MFR report ref # : 2135147-2022-00404-00 (B)(6) 2022. This event will now be captured in this report.

Event description:
This event was initially reported in MFR report ref # : 2135147-2022-00404-00 (B)(6) 2022. This event will now be captured in this report. It was reported that on (B)(6) 2022 a 25mm navitor (serial number (B)(4) was selected for implantation. The sizing of the annular dimensions was 21-23mm. There was no interaction between the delivery system and the deployed valve, and there were no difficulties in deploying valve. After the device was released with a depth of 1mm at the non-coronary cusp (ncc) and 2mm at the left coronary cusp (lcc), the valve migrated upwards. It was noted that there was little calcification on the annulus and that a balloon valvuloplasty was not done prior to implant. The device was snared and moved to the ascending aorta, and the physician knew that this was against the instructions for use (IFU). A 23mm non-abbott device was implanted within the first valve to complete the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.